Event description:
The catheter was inserted in 2000, bleeding back, tip in the svc. Stopped bleeding back on day 4 with a feeling of pressure on flushing. Linogramme showed transection of 8cm of line tip and the pt had this safely removed from the right ventricle.